Event description:
It was reported that during a procedure the pressure display of the device stated zero and the actual pressure was inconsistent.

Event description:
It was reported that during a procedure the pressure display of the device stated zero and the actual pressure was inconsistent.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was physically returned but was reworked before an engineer was able to perform a full evaluation. Therefore, the reported failure mode could not be confirmed. According to analysis performed, the reported failure could have likely been caused by: user error, intermittent competitor integration recognition and/or outflow tube set was obstructed/kinked. In sum, the product was returned but the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.